Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the anterior aspect measuring approximately 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. The silicone elastomer shell may easily be cut by scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Forceps or hemostats should not be used. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant products: mentor memorygel breast implant 325cc, catalog number 3503254bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade IV and device rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 400cc, catalog number 3504004bc, serial number (B)(4) on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).